Event description:
It was reported that the mobile power unit (mpu) battery connectors were contaminated with battery fluid.

Manufacturer narrative:
The PMA number provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the battery connector being damaged via battery acid leakage was confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis to the european distribution center (edc) and was tested. Upon initial observation, it was found that a battery had leaked onto the battery connector and red battery strap. The battery holder and red battery strap were replaced, functional testing was performed on the mpu, and the unit passed all testing. The root cause of the observed damage was due to the battery leakage; however, the root cause for the battery leak was unable to be conclusively determined. Incidental findings: damage to red battery strap and power cable the device history records were reviewed, and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped on 29aug2018. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.